Event description:
It was reported that prior to the implant procedure, the battery bar was gray with pre-implant indication. The device was not used for the case. A different device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.